Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black the customer retuned the insulin pump for alleged short battery life, charge/battery anomaly, and low battery alert on (B)(6) 2022. The insulin pump passed the displacement test, and self test. The insulin pump had high sleep current measurement and high active current measurement. The power management tool indicated confirmed power loss alarm on (B)(6) 2022 at 13:56:49.000, low battery alert on (B)(6) 2022 at 01:56:00.000, and replace battery alert on (B)(6) 2022 at 04:23:00.000 (high sleep current measurement and high active current measurement). No insulin pump error or replace battery now alarm noted on the event date in the insulin pump history file. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Per r&d ee team observation below: the following were noted during visual inspection: cracked select button at keypad overlay, stained serial number label. Scratched case and vertical blue single line in the middle of the display. Electric boards and motor were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. The pump had high sleep current measurement and high active current measurement due to faulty c30 on electric board 2. Vertical blue single line in the middle of the display, problem isolated to the electric board 1. Charge/battery confirmed. Low battery alarm confirmed. Power loss alarm confirmed. Replace battery alert confirmed. Display anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.